Event description:
Consumer states that while using her flexcare+ powered toothbrush, the brush head neck broke 3/4ths of the way down. Consumer also states that a piece of the brush head had punctured her hard palate, which she removed herself. Consumer explained that she was experiencing pain while yawning and swallowing due to the puncture in the hard palate. Consumer works in a dental office and stated that she had one of their dental hygienists examine the puncture in her hard palate the following morning, (B)(6) 2011. The dental hygienist then contacted philips to report the incident.

Manufacturer narrative:
On (B)(6) 2011, followed up and spoke with consumer. No further medical attention needed after having the puncture wound examined by (B)(6). The morning of (B)(6) 2011. Puncture healed properly, no permanent damage. A review of complaint files identified that this particular safety claim had not been completed for MDR assessment. A corrective and preventive action ((B)(4)) was issued. A review of complaints from (B)(6) 2011 to present will be conducted to ensure no other complaints were excluded from MDR assessment. The process is being evaluated to ensure this situation does not occur in the future. Conclusion: the customer's claim could be verified. The root cause has been determined as weakness in the brush at shaft at the molding flow gate, (B)(4).